Event description:
During surgical procedure surgeon stated that tip of drill bit broke off and is imbedded in bone. Surgeon stated he is unable to remove it and is being left in knee and patient has informed.no harm to patient.what was the original intended procedure?left knee arthroscopy.device #1is this a laboratory device or laboratory test?no.